Event description:
Boston scientific received information that during the original implant procedure, the right ventricular (rv) lead exhibited high threshold and high impedance measurements. A lead perforation was discovered; the lead was pulled back and successfully repositioned. During immediate recovery the patient developed chest pain, shortness of breath (sob) and a pericardiocentesis was performed, however, a heart patch was required. Post-procedure, the patient was sent to the ICU to be monitored. During recovery, the patient's clotting factor did not stabilized. The patient did not recover and subsequently expired three days post-implant from coagulopathy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.